Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "had burned her skin ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burned skin and blister it was uncomfortable [burns second degree] , it was uncomfortable [discomfort] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip, device lot number r93218, expiration date oct2019), via an unspecified route of administration on (B)(6) 2018 for back pain. Relevant medical history and concomitant medications were none. The patient used the heatwrap for the 8 hour duration recommended. When she was done using it she noticed in the shower that she had burned her skin. She had a pebble sized blister about the size of the heat cell on the wrap. It was a couple of days before she noticed the blister and burn in (B)(6) 2018. It was uncomfortable before she noticed in the mirror and stated she did not pay attention to it being uncomfortable. She had the package of 2 heat wraps (the large ones) and did not have the same problem with the first one she used. The patient further mentioned that she did not note any damage or tears in product. The action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken as a result of burn blister included she tried minor things (unspecified). She will go to see the doctor, because it does not seem to get better. The outcome of the event burn blister was not recovered. The outcome of the other event was unknown. The consumer discarded the product. According to investigation results from product quality complaints, the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "had burned her skin ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from product quality complaints included: event details and investigation results. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is medically assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned skin and blister it was uncomfortable [burns second degree], it was uncomfortable [discomfort]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip, device lot number r93218, expiration date oct2019), via an unspecified route of administration on (B)(6) 2018 for back pain. Relevant medical history and concomitant medications were not reported. The patient used the heatwrap for the 8 hour duration recommended. When she was done using it she noticed she had burned her skin. She has a pebble sized blister about the size of the heat cell on the wrap. It was a couple of days before she noticed the blister and burn in (B)(6) 2018. It was uncomfortable before she noticed in the mirror and stated she did not pay attention to it being uncomfortable. She had the package of 2 heat wraps (the large ones) and did not have the same problem with the first one she used. The action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken as a result of burn blister included she tried minor things (unspecified). She will go to see the doctor, because it does not seem to get better. The outcome of the event burn blister was not recovered. The outcome of the other event was unknown. The consumer discarded the product. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is medically assessed as non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is medically assessed as non-serious. The events are medically assessed as associated with the use of the device.